Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. A 306 error occurred during preparation, which was resolved by replacing both the catheter and the cable. While inserting the farawave catheter into the faradrive sheath, air was drawn in intermittently. The issue was resolved by switching to a device from a different lot, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects caused visible air bubbles/air ingression into the sheath, resulting in the occurrence of this event. The cause traced to device design conclusion code was selected for the allegation of visible air/bubbles.

Event description:
During the procedure, a faradrive steerable sheath clear was selected for use. A 306 error occurred during preparation, which was resolved by replacing both the catheter and the cable. While inserting the farawave catheter into the faradrive sheath, air was drawn in intermittently. The issue was resolved by switching to a device from a different lot, and the procedure was completed successfully. No patient complications were reported. The sheath has been received at boston scientific's post market laboratory.